Manufacturer narrative:
The device was evaluated by ventec who reviewed the device's electronic records and observed data which confirmed that the reported issue of an unexpected device reboot did occur. Ventec opened the device to perform a visual inspection and observed that the interior of the unit was covered in a pale, white powder. Ventec determined that the substance was likely nebulizer medication. Ventec also observed patterns indicating condensation had been inside the device's case and main airway -- including the patient air inlet, internal flow transducer (ift), cough valve and blower, etc. Ventec then replaced multiple internal components that had been compromised by the condensation and nebulizer medication that had infiltrated the device. Proper device operation was then observed through functional and performance testing. The vocsn clinical & technical manual advises users that "when nebulizer therapy is complete, disconnect the nebulizer from the vocsn nebulizer port, and then from the patient circuit." [P.158]. It further advises "if using a nebulizer (particularly with sticky medications), install a filter (hmef or bacterial filter) between the nebulizer and the patient circuit exhalation valve." [P.181]. The investigation determined that the likely root cause of the reported issue was use error. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device rebooted unexpectedly. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.